Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. The customer's expected blood result is 180-200mg/dl fasting.customer stated tingling in her legs. Verified the strips expire 7/31/2017. Customer confirms the strips have been properly stored and were first opened 11/5/2015. Reviewed meter memory:(B)(6). Customer is concerned with 600 and 573 mg /dl. Customer used her glucometer for the first time and received a result of 600 mg /dl in the month of december. Customer was not feeling well; customer was unable to describe the symptoms she was having at that time and called 911 . Customer was taken to (B)(6) hospital and received treatment for her diabetes. Customer suffers from tumors and states their has been recent deaths in the family and has caused some emotional stress. Customer stated she was discharged the same day and her blood glucose levels were under 300mg /dl. Customer reports no symptoms at this time but states she had tingling on her legs a few hours ago. Customer initially called because she wanted to run a blood test and I provided training on how to run blood test .customer received a result of 573 mg/dl during call (B)(6) 2016 at 12 pm that customer considers high for her. Customer's states her normal blood glucose levels are 180-200mg/dl fasting in the mornings. Customer was not able to identity time and date for results from memory.